Event description:
Patient did have a lobectomy on the left lower lobe. Patient was in right lateral decubitus position. Doctor had difficulty registering, but was able to move on. Doctor did attempt a percutaneous approach, but was complaint of poor samples. After the procedure, the patient received a chest x-ray and it was noted to have a pnemothroax. Dr. Places a chest tube and the patient was admitted to the hospital.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to correct information provided in the initial report. Correction to b1 and h1 of the initial report: this event was a serious injury, not a device malfunction or product problem. Correction to d1 and d4: the lot number provided by the facility (B)(6) is for an ins-5600, which is a spin perc biopsy needle guide kit. The subject device was not returned for evaluation, as it was discarded by the facility. There was no allegation of device malfunction of any veran devices. A pneumothorax is a known risk of the device and the procedure. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.